Manufacturer narrative:
Literature citation: gross et al. Radiographic outcomes following lateral column lengthening with a porous titanium wedge. Foot & ankle international. 2015; 36 (8): 953-960. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article by gross et al. Titled "radiographic outcomes following lateral column lengthening with a porous titanium wedge," it was reported the patient presented with continued lateral ankle pain and non-union was confirmed via tomography scan. During the revision surgery it was found that the biofoam wedge implant broken. The pieces were easily removed, and the lcl was revised with iliac crest autograft. The patient ultimately had a successful fusion.